Event description:
The picu (pediatric intensive care unit) respiratory coordinator stated, "a paralyzed, 4 month old, male pt, (weight 7 kilos), nearly extubated when the endotracheal tube holder's cylinder separated from the sontara tape. The (endotracheal) tube was pushed back in. The endotracheal tube holder was replaced. The endotracheal tube holder and the tube were taped into place. The endotracheal tube holders are checked on a continuous basis. Oral secretions were average. The endotracheal tube holder was in place 24 hrs (when it was observed the cylinder separated from the tape)." The device involved in the event was not returned for eval. The lot number reported is based on the lot number of the stock on hand at the hosp one week after the incident. There was no effect on the pt's outcome.